Event description:
Device was being set-up at the distributor. On third defibrillation shock into a test system, there was a loud noise emitted from the device. No pt involvement. No injury to personnel testing device. Device return has been requested.